Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 patient reported she had a seizure early in the afternoon. She was unaware of details including any bg or cgm values but used an ominipod 5 at the time of the event. Emergency medical services (ems) transported the patient to the hospital, but she did not recall any cgm, bg fs values or treatment done. At the emergency room (ER) the cgm value was 101 mg/dl but the bg fs value was 42 mg/dl. The patient did not remember any treatment except her insulin and seizure medication being adjusted at the hospital. The cgm sensor failed on (B)(6) 2026. After her condition stabilized, she was discharged on (B)(6) 2026. At the time of the report, the patient was reported to be fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.